Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary still freezing and not functioning. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had frozen and did not function. A technical support specialist checked the database size and found it to be normal. An error related to nic power management was found and disabled. After the issue recurred, a power issue was suspected, and the case was escalated to the field service engineer. The field service engineer replaced the hard drive and battery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.